Event description:
It was reported by the patient's representative that the patient's recharger (insr) stopped working several months ago; it now won't power on or charge the implant at all. The pt rep said the recharger (insr) antenna was replaced in (B)(6) 2023, but the insr still had issues. The pt rep added that the managing hcp told the patient that it wasn't just the recharger antenna causing issues but the actual insr itself and told them to call for a replacement recharger. Ps emailed the field to request that the broken recharger be updated to a wireless recharger (wr) and that the repair department expedite the wr kit and drape shipping to cs as the patient couldn't charge. The pt rep also mentioned that the patient had a second recharger with the same issues.

Manufacturer narrative:
Continuation of d10: product ID 37651 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.